Event description:
As reported by the user facility: ref number (B)(4), serial number (B)(4), 1 pump incident occurred (B)(6) 2014. Reports not infusing nipride correctly, set to infuse 2 ml per hour after 5 minutes of infusion patients systolic blood pressure dropped to 60; infusion stopped. Nurse did experiment and found pump was infusing 16 ml per hour when set at 2 ml per hour. Uhs attempted to duplicate the same set up and could not. Reference MFR report 9610825-2014-00039.